Manufacturer narrative:
(B)(4). Batch #m91e71. The device was returned with the blade tip broken off and returned. In addition, the tissue pad was noted to be damaged, melted 100% present and not detached as reported by the customer. The device was functionally tested with a gen11. During functional testing an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and the blade breaking point was located at an area inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: the detached tissue pad is being returned with rest of device for analysis.

Event description:
It was reported that during a peritoneum procedure the device had tissue pad detach and fall into the patient. To find the part, they did an intensive wash of the cavity with aspiration and recovered by filtering the bottles. Another device like device was used to complete the case. Patient consequences: operative time increased.